Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received five 20gx1.00in insyte autoguard devices from lot number 3342333. Both the needle and the catheter components were inspected under the microscope. Unit 3 and unit 5, appear to have some foreign matter inside the gripper component. The pushed button was pressed in other to identify if the foreign matter was embedded or not. Upon needle retraction, the foreign matter smeared on the gripper and barrel wall of the affected units. The foreign matter was identified to be grease or machine oil that came in contact with the gel inside the grip component. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Investigator identified foreign material present inside of the barrel of the device during investigation. A third event was opened to capture the foreign matter identified. The event date is captured as 5/14/24, the date of the finding above. The investigation is still in progress. A supplemental will be filed once the investigation is complete.

Event description:
It was reported that bd insyte autog bc pnk foreign matter on catheter the following information was provided by the initial reporter: we have been finding several of these needles have plastic attached to the end of the needle after removing the catheter as well as issues with the catheter being slightly frayed. It¿s a small piece but still a concern for patients. I have three from this lot where two of them have done this and the third has not been opened yet to use to see if it is also problematic. Can we get this looked at please? I am pulling the lot to keep our patients safe. On (B)(6) 2024 no patient harm occurred as these were removed before being used. On (B)(6) 2024 please clarify if the plastic attached to the catheter tubing is an identifiable part of the catheter tubing or if it is a foreign body. Does the foreign body create an appearance of frayed catheter tip? Or is the tip of the catheter frayed in addition to attached plastic? It¿s unclear but it looks like it could be a foreign body and the catheter looks like it is intact and not frayed.